Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in liquid in a lens vial. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 14.00/+2.0/110 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting and elevated intraocular pressure (iop). The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. The patient has no pain.